Manufacturer narrative:
Park. J.h., ahn j.s., lee h.j, shin b.k. (2016). Comparison between radiological and clinical outcomes of laminoplasties with titanium miniplates for cervical myelopathy. Clinics in orthopedic surgery, 8-4, p.399-406. This report is for an unknown titanium miniplate double-bent 12mm plate (unknown quantity/unknown lot). (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article park. J.h., ahn j.s., lee h.j, shin b.k. (2016). Comparison between radiological and clinical outcomes of laminoplasties with titanium miniplates for cervical myelopathy. Clinics in orthopedic surgery, 8-4, p.399-406. The purpose of the study was to discover correlations between changes in the anteroposterior diameter (apd) of the spinal canal, spinal canal area (sca), and laminar angle (la) and the clinical outcomes of laminoplasty. The study took place in july 2010 ¿ may 2015 and included 49 patients who had preoperative and postoperative CT scans. The age of these participants ranged from 31 to 82, the average age was 60.4 years. Males made up 34 of the patients and females made up the remaining 15. A perioperative hinge fracture was noted in 3 of the 49 patients and internal fixation using a synthes titanium miniplate was performed immediately. All patients were implanted with a titanium miniplate (double-bent 12mm plate; arch laminoplasty system, synthes, (B)(4), USA), two 6mm screws to the laminae, and two 7mm screws to the lateral mass. Two patients in group b formed c5 palsy of the left-side, both patients improved with no complications by the 3rd month following the surgery. Additionally, a foraminotomy was performed in patients with severe radiculopathic symptoms after the initial laminoplasty. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown titanium miniplate double-bent 12mm plate and refers to the serious injury of 2 unknown patients who experienced c5 palsy of the left-side, and unknown patients received a foraminotomy procedure due to severe radiculopathic symptoms after the initial laminoplasty.